Event description:
Reportedly, during fu no on-screen keyboard is displayed when needed.

Manufacturer narrative:
The conclusions are as follows: - several application crashes were noticed and seem to be related to the software module. - in order to solve the issue, a tablet shutdown followed by a reboot is recommended. - in case the reported issue recurs, a smartview package reinstallation is recommended. - this complaint is recorded for trending purposes.

Event description:
Reportedly, during fu no on-screen keyboard is displayed when needed.